Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).

Event description:
It was reported that in 2004, within six months of implant, the catheter broke. Another catheter was successfully implanted. However, the physician could not explant the broken catheter and it remains implanted. It was not known what medication the device system delivered at the time of the event.